Event description:
Complainant alleged that during biomed testing, the device failed to display a " defib pad short" message when connected to the test plug on the multifunction signal cable and the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.